Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead measuring 33.5 cm with the connector pin returned for analysis. External insulation abrasion was noted from 25.9 cm to 26.1 cm and from 28.4 cm to 28.8 cm from the connector pin. All other damage found was sustained during procedure.

Event description:
This report is to advise of an event observed during analysis.